Event description:
It was reported that the patient was experiencing inadequate pain relief despite optimizing the program and the implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.